Manufacturer narrative:
Initial reporter name and address: (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, at the opening of the papilla, the cutting wire twisted around the device and then the cutting wire broke. At the same time, the guidewire also broke. It was also reported that the wire anchor had torn through the catheter at the extrusion and dislodged. No part of the cutting wire, wire anchor, or guidewire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: it was reported that the device was energized prior to bowing; however, according to the instructions for use (IFU), the device does not need to be energized prior to performing sphincterotomy as energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity.